Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced a false air in line alarm. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility reported a colleague pump with a reported condition of failure code 808:03 on channel b which interrupted therapy on an unknown patient in the neonatal intensive care unit. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03, and determined the root cause to fluid intrusion into the pump head module. The pump head module was replaced to repair the reported condition. Service history review determined that this device has not been previously sent into service at baxter. Device history review determined that no exceptions were observed for this device during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
This is a report of a homechoice patient (hp) who succumbed to serratia peritonitis following infarction of a segment of bowel and myocardial infarction. The home patient's daughter called the baxter technical service representative (tsr) regarding a system error 2418 alarm that appeared on the homechoice (hc) unit during drain 5 of 13. The daughter stated that the home patient (hp) was in the hospital and is using the hospital homechoice device. The technical service representative performed trouble shooting and therapy was resumed. The nurse stated that the patient was vomiting, had nausea and diarrhea and was very weak so, she was taken to the hospital. The patient was admitted to the hospital on (B)(6) 2010 and had a heart attack on that day. The patient was diagnosed with peritonitis on (B)(6) 2010 later determined to be due to leakage from devitalized bowel. The nurse stated that the patient was given an antibiotic, but was not getting any better. The patient was taken off of peritoneal dialysis (pd) therapy from (B)(6) 2010, but resumed pd therapy due to pain. It was found that there was stool in the patient's pd effluent. The patient had a clot in her mesenteric artery. The patient's intestine infarcted requiring surgery to have four feet of her intestine removed. The patient became more ill and the surgery did not hold and the patient ended up passing away in the hospital on (B)(6) 2010. The system error 2418 will result in a fail-safe shutdown of the device and would not be causally related to these medical events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).